Manufacturer narrative:
The product was returned for evaluation and was found to be within specification. The review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. The investigation does not provide evidence that the product contributed the event. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Follow up information from the consumer confirmed their left eye blurred vision has improved and they are no longer experiencing photophobia. They are still under the treatment of two unknown eye drops. Additional event information has been requested, but not received.

Manufacturer narrative:
The consumer refused to send back the complaint sample. A review of the lot device history records are in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A retail store reported that the consumer wore their lenses with no issues for two days. However on the third day the consumer started to experience bilateral blurred vision and photophobia, left eye worse than the right. They discontinued contact lens wear and continued to have the symptoms. As a result, they visited the doctor at a retail store on (B)(6) 2018 and were prescribed an unspecified eye drop and instructed to follow up with a doctor in a hospital. The consumer reported medical records would not be available from the doctor based out of the retail store. The same day they followed up with the hospital. Medical records confirm the patient visited the hospital with bilateral red eyes, which they had experienced for two days. A physical examination showed visual acuity for the left and right eye were 0.4 and 0.3 respectively. The records confirm that ¿sheet like corneal epithelium exfoliation was found¿ and the patient was diagnosed with bilateral keratitis. They were then prescribed recombinant human epidermal growth factor eye drops, levofloxacin treatment, ganciclovir treatment, and another unspecified treatment. The patient returned to the same hospital on (B)(6), no longer complaining of photophobia and blurred vision. Patient history revealed they changed the brand of contact lenses for three days and experienced vision decrease, blurred vision and photophobia in the right eye. They had discontinued use for one week by the time they visited the doctor on the (B)(6). The visual acuity of the left and right eye was 0.3 and 0.5 respectively. Physical examination revealed conjunctival congestion for both eyes, and dendritic corneal epithelium exfoliation. The anterior chamber was in middle depth. The pupil and iris was round. No abnormality was found for the patient¿s crystalline lens. The patient was diagnosed with corneal epithelium exfoliation of both eyes and prescribed sodium hyaluronate eye drops, levofloxacin treatment, treatment for dry eye, and another unknown treatment. The consumer returned to the hospital on (B)(6). Visual acuity in the left and right eye were 0.6 and 0.5 respectfully. The doctor noted bilateral conjunctival congestion, and corneal epithelium exfoliation. The doctor instructed to continue the previous prescribed treatment. The consumer reported that they also visited a doctor on (B)(6) with the same symptoms in the left eye. Additional medical records and treatment information has been requested, but not received.